Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal gablofen 50 g/ (dosing period: (B)(6) 2024 to/continuing) via an implantable pump. It was reported that the patient had a new intrathecal baclofen (itb) implantation due to spasticity due to a head injury. The dosage was increased from 50 ug/day to improve spasticity. On (B)(6) 2024, it was reported that a wound infection was suspected in the abdominal region, so a debridement would be performed in the coming days. On (B)(6) 2024, it was reported that the wound infection was causing the skin incision to open, so the entire itb pump system removal was performed. The attending physician believed that the infection might occur at a certain probability due to device placement. The patient was female, so if re-implantation would be performed in the future, subfascia placement would also be considered. It was reported that the outcome of the event was not recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a distributor (dis) indicated that the catheter was implanted on (B)(6) 2024 and explanted on (B)(6) 2024. The patient's infection resolved and the device was discarded.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a distributor (dis) indicated the date of onset was 2024-12-05 regarding the wound infection (abdominal region) and the patient experienced a hospitalization or prolonged hospitalization. The outcome was not recovered and the casual relationship with the suspected drug was not related. It was further reported on (B)(6) 2024, wound infection was suspected, and removal was also considered. On (B)(6) 2024, the patient's family (mother) wished the pump to be removed, so it would be removed regardless of the culture results of the infection. (B)(6) 2024 was when the surgery date was determined by removing the device, the mother decided to and sutured again. Debridement would be performed on (B)(6) 2024. On (B)(6) 2024 it was noted initially, debridement was scheduled, but the wound incision was about to open, so the entire pump system was removed. Non-drug therapy was unknown. It was noted the surgery was for device placement, so the possibility of wound infection occurs at a certain frequency. After the complete system removal, there was no problems with the infection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.